Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse attempted to resolve the connectivity issue by moving the blue external fiber cables to all vision side cart (vsc) ports and swapping the patient side cart (psc) fiber, but the psc still failed to connect. There were aperture issues with the da vinci command being offline, preventing fiber strength test data from being obtained. The fse installed an internal psc fiber, which worked temporarily before failing again, resulting in no psc connection. The fse then installed a new vsc common compute controller (ccc), programmed it, but it failed upon reboot, leaving the psc still unable to connect. The fse verified the aperture workflow steps of the previously disrupted ccc programming and completed the vsc ccc programming in standalone mode and the psc connected to the vsc. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was analyzed and the error is not associated with an error code so it could not be confirmed via logs. The vsc ccc was visually inspected, where no issues were found. The unit was installed onto a known good system where it showed signs of bricking. The ccc was taken to a programming station where it was unable to be connected to. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, the root cause was determined to be a bricked ccc. This issue can be resolved by replacing the ccc.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the system was stuck in the self-test phase for over fifteen minutes. There were no errors found in the logs. Later, the customer contacted technical support to report that, after the system was turned on and left idle, it was stuck in a self-test indicating that the patient side cart (psc) was not connected and suggesting checking the blue fiber cable (bfc). Errors 31089, 17, and 170 were present. The technical support engineer (tse) guided the customer through a hard power cycle and reseating of all bfcs but this resulted in no change. Consequently, the procedure was moved to another system. There was no report of patient involvement or reported injury.